Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin would foam when put in the cartridge. A supply change was performed to resolve the issue and resume insulin therapy. Customer's blood glucose ranged from 350-400 mg/dl.